Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter. The clip had to be pulled off from the tissue in order to be removed from the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.